Event description:
Charger is sparking. (B)(4) 2013 sales representative reports that he saw the device spark when it was readied to charge batteries in operating room utility area, no harm done.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.